Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during set-up at the hospital, the cuff leaked and was resolved by replacing it with a new one. There was no patient involvement.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-09876-00 for details pertinent to this event.